Event description:
It was reported that patient¿s one of the leads had high impedances. As such, surgical intervention took place on (B)(6) 2023 wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include:common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch:a000131317.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.